Event description:
Boston scientific received information this system was explanted secondary to erosion. The patient stated that he had been experiencing trouble with the device since it had been implanted four months earlier. He was feeling sharp pains and burning and it was black and blue. He stated that his clinic kept telling him these issues were all normal.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.